Manufacturer narrative:
The pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the pump found the battery compartment seal missing. The battery level was identified at 97 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. The pump did not demonstrate any alarm conditions. Inspection of the internal ribbon cable connection was found not to factory specification and required repair. During reassembly, mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) was inspected to verify connectors were fully seated. Testing after reassembly confirmed the device functioned properly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that a smiths medical pump had a primary audible alarm background test and an acu watchdog which occurred when the syringe was empty. The issue occurred at the end of an infusion. There was no patient involvement.